Event description:
It was reported that balloon rupture occurred. A 5.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a non-boston scientific balloon catheter. No patient complications were reported.